Event description:
It was reported that the patient wanted to meet with a manufacturer representative and that they wanted help to check their device. It was further reported the patient was not able to adjust stimulation. It was noted the patient programmer display was showing the call your doctor icon and there was an out of regulation (oor) condition. The patient reportedly got the call your health care provider (hcp) screen with the oor error. It was noted that the patient noticed the screen several months prior to the report. The error message reportedly came up 5 or 6 times a week. It was then reported that their therapy was not working as expected it was later reported that a manufacturer representative would meet with the patient that day. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the manufacturer's representative followed up with the patient. It was stated that the patient's system needed a software update which was taken care of when the manufacturer's representative interrogated the system. It was stated that there were no further issues.

Manufacturer narrative:
Concomitant products: product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2007, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2007, product type lead; product ID 37752, serial# (B)(4), product type recharger. (B)(4).